Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and reservoir tube lip, minor scratches on the display window, a missing end cap sticker and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The customer's blood glucose was 109 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The customer also stated that there were cracks on the battery compartment. The customer stated that they were in the gym and the device fell on one of the machines. The discontinuation of the device was advised. Nothing further was reported.